Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 5cm abdominal aortic aneurysm. During post-operative follow up, a CT identified occlusion in the contralateral limb due to contralateral limb being kinked by the ipsilateral limb and the flow was limited. The occlusion did not extend up to the bifurcate. The event was attributed to the highly calcified aorta and iliac arteries. The physician performed an intervention where a bilateral iliac stent was placed in the graft and the occlusion was resolved. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).